Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided breast biopsy procedure using encor probe instrument. Prior to the procedure, it was reported that the device package was allegedly damaged. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided breast biopsy using encor probe instrument. Prior to the procedure, it was reported that the device package was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation however four electronic photos were provided and reviewed. The first and third photos are identical, showing the encor package from the top view. The physician highlights the corner location of the tyvek label that is no longer affixed to the plastic tray. And also, it shows the tyvek labeling with product information ecp017g, lot# vtjr0226, and expiry date 2026-04-01. The second and fourth photos are identical, showing a side view of a portion of the product package, the entire packaging tray and device are not visible in these photos. It appears that a portion of the tyvek label is no longer be affixed to the tray at this location. No anomalies were noted. Therefore, based on the photo review, the reported breach in sterile barrier can be confirmed. The definitive root cause for the reported tear, rip or hole in device packaging could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.